Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® ultratouch¿ push button blood collection set, an unspecified number of devices had cracks in the luer. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes h3: device eval by manufacturer? Yes d9: returned to manufacturer on: 08-oct-2025 bd received 50 samples and four photos for investigation. Visual evaluation of the returned samples and photos indicated a split female luer adapter. Additionally, 10 retained samples were visually inspected and no split female luer adapters were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked product/component. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® ultratouch¿ push button blood collection set, an unspecified number of devices had cracks in the luer. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with corrected information. Investigation summary: bd received 50 samples and 4 photos for investigation. Evaluation of the returned samples and photos indicated a split female luer adapter. Additionally, 10 retained samples were visually inspected, and no split female luer adapters were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked product/component. Bd has initiated further root cause investigation relating to the issue of cracked female luer adaptors through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® ultratouch¿ push button blood collection set, an unspecified number of devices had cracks in the luer. There was no health impact or consequences reported.

Manufacturer narrative:
The following investigation summary was updated due to corrected information: investigation summary: bd received 50 samples and 4 photos for investigation. Evaluation of the photos indicated a split female luer adapter. 50 returned samples were visually inspected and 2 split female luer adapters were found. Furthermore, 25 of the returned samples were functionally tested and leakage occurred from the 2 cracked luer adaptors. Additionally, 10 retained samples were visually inspected, and no split female luer adapters were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: cracked. Product/component. Bd has initiated further root cause investigation relating to the issue of cracked female luer adaptors through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® ultratouch¿ push button blood collection set, an unspecified number of devices had cracks in the luer. There was no health impact or consequences reported.